Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post operative check, the right ventricular lead was noted to have high capture thresholds. The lead was repositioned two days after the implant procedure and remains in use. No patient complications have been reported as a result of this event.